Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt says that the device has allowed her "to walk on her own two feet" and says she is "the only one in the world that's gotten to be able to walk again from it". Pt is alleging that her "iphone is causing interference, you can hear the stimulator whenim talking on my phone". It was reviewed that is not likely but she swears its happening and says "its been that way since the beginning and I have tried to tell people and they think I am crazy".